Event description:
It was reported that during a prostate procedure, the "aiming beam of the fiber began to come out from the tip of the fiber and also slight from the side" at 79,036 joules of use and 13:02 minutes.. The procedure was completed with the use of a second fiber. Patient outcome: "no injury to the patient" was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits very mild char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).